Event description:
A site purchasing rep reported that both the spine clamp driver is stripped. This event was reported outside the surgical arena and no pt was present.

Manufacturer narrative:
No pt was present at time of reported allegation. The part manufacture date is dependant on return of part. The suspected device has not been received by the manufacturer for eval.